Event description:
It was reported that flow stopped after a period of time during patient use on an infusor device. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. During visual inspection it was identified that the unit's flow restrictor (luer) was not returned with the device; a flow test could not be performed and a cause could not be identified. Should additional relevant information become available, a follow-up medwatch will be submitted.